Event description:
It was reported that during a coronary drug eluting stenting treatment procedure stent dislodgement occurred. The 80-85% stenosed target lesion was located in the tortuous posterior lateral circumflex (cx). The 3.00x12mm taxus express2 drug eluting stent (des) was advanced to the target lesion and blood started flowing back into the endoflator. The des was pulled back and then the des dislodged from the stent delivery system (sds) and became stuck in the touhy. The device was successfully removed as a system with the guide catheter and the procedure was completed with a different device. No pt complications were reported with the pt's current condition listed as "fine".

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.